Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.